Event description:
Per physician notes: I was able to suction behind the heart and eventually realize that the tigerpaw had torn the left atrium and it was bleeding from underneath to tigerpaw on the left atrium bright red blood. I tried to fix this with a 4-02 prolene off pump with cts retractor and expose suction device. We had to re-heparinize, placed the patient back on cardiopulmonary bypass. I looked trying to do it but the heart uncross-clamped. However, there were so much bleeding now, I had cross -clamped the heart and instilled del nido again and eventually took this tigerpaw off completely and over sewed the l atrial appendage, which there was not much left after the tigerpaw was removed because it torn through the whole appendage.